Event description:
On 5/11/1998 following a diagnostic procedure, an angio-seal device was placed in a pt's right groin. On 5/14/1998 the pt was taken to surgery, where collagen was found to have been deployed within the artery. The device was removed and the vessel repaired. As of 6/15/1998 there has been no further report of complication or pt sequelae made to the MFR.